Manufacturer narrative:
Pump error 37 confirmed during rewind. Pump passed the displacement test, prime/seating test, basic occlusion test, force sensor, test and occlusion test. Pump failed rewind test due to pump error 37 alarm. Successfully downloaded history files and traces using thus. Pump error 37 was found in the history files on (B)(6) 2024 from 14:15:55.00 to 14:56:46.00 due to moisture damage on the motor and a corroded home switch. Pump error 38 was found in the history files on (B)(6) 2024 at 14:57:27.00, 14:58:42.00, and 14:59:378.00 due to moisture damage on the motor and a corroded home switch. The pump was cut open to perform visual inspection and found a corroded home switch and moisture damage on the pcba 1, pcba 2, motor, and force sensor. Test p-cap and reservoir locked properly into reservoir compartment during testing. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: pillowing keypad overlay, battery tube threads - cracked, cracked case (battery tube), scratched case, label damage (peeling). Pump error 37 and pump error 38 were confirmed due to moisture damage on the motor and a corroded home switch. Exposed to moisture confirmed on pcba 1, pcba 2, motor, and force sensor. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information received by medtronic indicated that the customer received pump error 37-drive count/time values or changes incorrect for moving or coasting. Too slow or too fast and pump error 38- no motor movement or negligible movement. Retries to free a stuck motor failed. Troubleshooting was performed. No harm requiring medical intervention was reported. The customer was able to clear the alarm. The customer was unable to complete the rewind. The customer will discontinue the use of the device. The device will be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.